Manufacturer narrative:
(B)(4). The device history review could not be conducted since the lot number was not provided. The device investigation is pending. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the clip was cracked during a renal cyst operation. There was no reported patient injury.

Manufacturer narrative:
(B)(4). DHR review could not be conducted since the lot number was not provided. The customer returned one cartridge 544250 hemolok xl clips 6/cart 84/box for investigation. The cartridge was returned with 1 clip in it and 1 loose clip was returned. The clip cartridge and loose clip were visually examined with and without magnification. Visual examination revealed that the loose clip was broken near the hinge. The observed damage is consistent with improper loading of the clips or with using damaged appliers. The appliers were not returned. The clip that was in the cartridge appears to be fully intact. The returned sample appears used as there is biological material present on the cartridge and the loose clip. The appliers were not returned. Reference file (B)(4) for investigation photos. Functional inspection was performed on the returned sample. A lab inventory clip applier was used. The lone clip remaining in the ca rtridge was able to properly load into the jaws of the applier. The clip was then successfully applied to over-stressed surgical tubing. No problems were found with the clip that was returned in the cartridge. The IFU for this product, l06112, was reviewed as a other remarks: part of this complaint investigation. The IFU states, "always check the alignment of the applier jaws before use. When closed, jaw tips should be directly aligned and not offset. Alignment of the jaw is critical for safe application of the clip. If this is not done, patient injury may occur. Proper maintenance, care and cleaning are necessary to ensure proper functionality." A corrective action is not required at this time as the damage observed on the clip indicates that operational context caused or contributed to this event. The reported complaint of "cracked" was confirmed based upon the sample received. One cartridge was returned with one clip remaining in it. A loose clip was also returned and it was broken near the hinge. Upon functional inspection, the clip returned in the cartridge was able to properly load into the jaws of a lab inventory applier and was successfully applied to over-stressed tubing. The observed damage to the loose clip is consistent with improper loading of the clips or using a damaged applier. It is unknown how the returned clips were handled during use and the appliers used at the time of malfunction were not returned for investigation. Therefore, based upon the damage observed, operational context caused or contributed to this event.

Event description:
It was reported that the clip was cracked during a renal cyst operation. There was no reported patient injury.